Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that while attempting to pass suction catheter through a smiths medical portex® cuffed blue line ultra® tracheostomy tube difficulty was met. It was reported that the patient was turned to their side and the suction catheter was directed to the rear trachea wall, the catheter went smoothly through the tracheostomy (trach) tube. No adverse patient effects were reported.